Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Sensor blood glucose was 50 and 64 and blood glucose was 257 mg/dl. Troubleshooting was performed. It was reported that customer has low blood glucose of 37 mg/dl and was treated with candy and juice, which caused blood glucose to elevate between 400 mg/dl and 450 mg/dl, which was treated with a bolus delivery. Customer declined troubleshooting, due to blood glucose issues not being due to insulin pump.